Manufacturer narrative:
(B)(4). Type of reportable event corrected.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The multi-link rx vision device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a lesion located in a severely tortuous and calcified lesion located in the posterior descending artery. After deployment of the 3.0 x 18 mm rx vision stent a perforation was observed. A 2.8 x 19 mm graftmaster stent delivery system was advanced for treatment; however, would not cross. A balloon was advanced and inflated successfully sealing the perforation. No additional information was provided.